Event description:
The customer reported that the intellivue multi measurement server x2 displayed a speaker malfunction inop and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported malfunction.